Event description:
Cardiologist was deploying angioseal - during procedure, it was identified that the collagen did not appear to be in the kit, with the product device. Dates of use: 2009. Diagnosis or reason for use: post cardiac catheterization.